Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MFR# 2134265-2011-00464, 2134265-2011-00460, 2134265-2011-00459. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The moderately tortuous and moderately calcified target lesion was located in the saphenous vein graft (svg) to the diagonal artery. A 2.0x20mm apex balloon catheter was advanced to the lesion for predilation; however, the device was unable to cross the lesion. The physician exchanged the guide catheter and successfully re-advanced the apex balloon catheter to the lesion. The balloon was inflated to 12atms for 10 seconds and ruptured on the first inflation. The device was removed from the patient and a 2.0x20mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated to 18atms for 30 seconds and ruptured on the first inflation. The device was removed from the patient and a 2.5x28mm promus stent was advanced to the lesion but was unable to cross the lesion. The physician attempted to predilate the lesion again with a 2.5x20mm nc quantum apex balloon. The balloon was inflated to 18atms for 10 seconds and ruptured on the first inflation. The device was removed and a new 2.5x20 nc quantum apex balloon was advanced to the lesion. The balloon was inflated to 18atms for 10 seconds and ruptured on the first inflation, causing a perforation in the svg. The perforation was monitored for several minutes and proceeded to heal. The case was ended at this point. No additional patient complications were reported and the patient's current condition is okay.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex device was received with no other devices or original packaging. Blood and contrast were visible in the balloon and inflation lumen. The balloon was in a deflated state. There was a pinhole 15mm from the tip. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-00464, 2134265-2011-00460, 2134265-2011-00459. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The moderately tortuous and moderately calcified target lesion was located in the saphenous vein graft (svg) to the diagonal artery. A 2.0x20mm apex balloon catheter was advanced to the lesion for predilation; however, the device was unable to cross the lesion. The physician exchanged the guide catheter and successfully re-advanced the apex balloon catheter to the lesion. The balloon was inflated to 12atms for 10 seconds and ruptured on the first inflation. The device was removed from the patient and a 2.0x20mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated to 18atms for 30 seconds and ruptured on the first inflation. The device was removed from the patient and a 2.5x28mm promus stent was advanced to the lesion but was unable to cross the lesion. The physician attempted to predilate the lesion again with a 2.5x20mm nc quantum apex balloon. The balloon was inflated to 18atms for 10 seconds and ruptured on the first inflation. The device was removed and a new 2.5x20 nc quantum apex balloon was advanced to the lesion. The balloon was inflated to 18atms for 10 seconds and ruptured on the first inflation, causing a perforation in the svg. The perforation was monitored for several minutes and proceeded to heal. The case was ended at this point. No additional patient complications were reported and the patient's current condition is okay.